Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer reported that the reservoir compartment was cracked and the part that holds was lifted. The customer also reported that there was gap between the plastic. The customer's most recent blood glucose was 266 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.